Event description:
Medtronic received information that a (B)(6) patient with congenitally corrected transposition of the great arteries, perimembranous ventricular septal defect, and multilevel right ventricular outflow tract stenosis was implanted with a bovine jugular vein conduit to create a passage from the right ventricle to the main pulmonary artery. The patient developed third-degree heart block, and subsequently had a dual chamber pacemaker implanted. Perioperative pacemaker-mediated tachycardia occurred, but was resolved prior to discharge at 14 days postoperative. At a nine month follow up, an echocardiographic examination revealed an interval increase in velocity across the distal conduit from 2.0 m/s to 3.7 m/s. Two weeks later, the patient acutely experienced hemodynamic insufficiency, pulseless electrical activity, and collapsed at home. Resuscitative efforts were unsuccessful, and the patient was pronounced dead at a local hospital. Post mortem interrogation of the pacemaker indicated appropriate impedance levels and capture thresholds with no arrhythmia or conduction abnormalities. An autopsy revealed acute dissection of a thick neointima extending from the site of the distal conduit anastomosis to the valve, and also near the proximal conduit anastomotic suture line. A dissection plane between the graft and neointima tissue was evident on gross and microscopic examination. The presumed mechanism of demise was occlusion of the distal conduit by the dissected neointima tissue. Additional information has been requested.

Manufacturer narrative:
Due to limited information, the date of death was estimated based on article publication date of april 15, 2014. The device was not returned to medtronic.(B)(4). Title: fatal spontaneous dissection of a contegra conduit in a child, authors: joshua d. Weldin, md, raj p. Kapur, md, mark b. Lewin, md, and david michael mcmullan, md, journal citation: annals of thoracic surgery, volume 99, issue 3, p. 1062-1064. (B)(6).

Manufacturer narrative:
Additional information provided model 200h14 and the date of death as april 29, 2013. Based on the provided information a duplicate event was identified. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.